Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). G2 foreign: switzerland. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit failed the test cut, the roller was discolored, the side plates were worn, the cutter was damaged, and was out of calibration; however, the repair has not been completed due to material hold. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The device was sent in for preventative maintenance originally and found to be needing repaired for damaged cutter, spotted lower roller, and worn side plates. Due diligence is complete and no additional information is available. During device evaluation the unit failed the cut test. No adverse events were reported as a result of this malfunction.